Event description:
The pt is male and (B)(6) years old, did pci on (B)(6) 2014. The balloon was annularly burst at 18 atm. The device was difficult to withdraw because the balloon enveloped the tip of the gc. The device was broken at the radial artery, and the tip of the balloon was left in the pt's body. The pt did another procedure 3 days later to take out the broken piece. Now the pt is fine.